Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a gynecologist and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and arthralgia ("secondary arthralgia"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and dysmenorrhoea with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: dysmenorrhoea: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of dysmenorrhoea ("dysmenorrhea") and arthralgia ("secondary arthralgia") in a 47-year-old female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transobturator tape sling in 2010. She has no gynaecological and non-gynaecological past medical history. Concurrent conditions included allergy to metals (known and confirmed allergy to chrome) and obesity. On (B)(6)2016, the patient had essure inserted. In january 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and arthralgia (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("chrome allergy"). The patient was treated with surgery (removal of essure by hysterectomy with salpingectomy under laparoscopy). Essure was removed on (B)(6)2017. At the time of the report, the dysmenorrhoea and arthralgia had resolved and the allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia and dysmenorrhoea to be related to essure. The reporter commented: she had a mild or moderate improvement of her symptoms 6 or more months following removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-jun-2018 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: patient¿s information and reason for removal were updated. It was confirmed that the essure was removed due to dysmenorrhea and arthralgia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 17-jan-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and arthralgia ("secondary arthralgia"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and dysmenorrhoea with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-jan-2018 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 176 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-jan-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 17-jan-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ("chrome allergy") in a (B)(6) year-old female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transobturator tape sling in 2010. Concurrent conditions included allergy to metals (known and confirmed allergy to chrome). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea") and arthralgia ("secondary arthralgia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by total hysterectomy with bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown and the dysmenorrhoea and arthralgia had resolved. The reporter considered allergy to metals, arthralgia and dysmenorrhoea to be related to essure. The reporter commented: patient¿s symptoms improved 4 or more months following removal. No follow up available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-mar-2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 385 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: device removal form: received: total hysterectomy with bilateral salpingectomy by laparoscopy was performed as a removal method. Removal was due to known and confirmed allergy to chrome. Events: dysmenorrhea and arthralgia since (B)(6) 2017. The patient¿s symptoms improved 4 or more months following removal. Complete resolution. Events considered related. No other new medical information was provided. Case closed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.